Event description:
Patient was revised to address disassociation of the liner from the cup. Poly wear was also reported. Metallosis was also present due to the disassociation allowing the head to articulate on the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned liner finds a material fracture near the rim of the device. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 5 of the ard's of the polyethylene liner have fractured. Cup positioning more vertical than recommended is suspected to have been a factor. The edge loading and material fracture contributed to a subsequent disassociation from the acetabular cup. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. Review of provided patient x-rays confirms eccentric loading. A review of the device history record found no related deviations or anomalies. Product error in manufacturing or materials not suspected. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.